Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field and the associated device logs. Review of the field service notes indicated that the image froze and flickering as seen on the screen of the surgeon console. The issue was able to be reproduced during field testing. The endoscope was replaced to resolve the issue. Evaluation of the logs indicated that the tower experienced a freeze of the operating room team interactive (orti) screen. An error code for 'endoscope image change test fail' occurred, indicating that the frames per second rate of the orti dropped below ten. This results in the detection of a frozen image error as the system see the same image for a long time. An error code for 'error checking: endoscope failure to communicate' and an error code for 'surgeon console monitoring: scaler signal loss detection' were also observed, which can indicate that the endoscope had an improper connection on the tower leading to the error message. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an endoscope issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic lower anterior resection, the endoscope image froze on the operating room team interface. The storz module was restarted, which resolved the issue temporarily. When the issue recurred the storz module was restarted successfully again, but the surgeon decided to convert the procedure to laparoscopic due to the crucial nature of the step they w ere in in the procedure. There was a 15 minute delay to the surgery. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic lower anterior resection, the endoscope image froze on the operating room team I nterface. The storz module was restarted, which resolved the issue temporarily. When the issue recurred the storz module was restarted successfully again, but the surgeon decided to convert the procedure to laparoscopic due to the crucial nature of the step they w ere in in the procedure. There was a 15 minute delay to the surgery. There was no patient injury.